Manufacturer narrative:
Multiple attempts to obtain additional information from the customer were not successful. The product was unavailable for return; therefore, an evaluation of the performance of the reported device was not possible. There is no inventory remaining of the reported lot number. The device history records were reviewed. No issues, no anomalies found on this product and lot. A similar piston was evaluated and material met the product specification. Reference MDR# 1045254-2008-00041.

Event description:
A medtronic employee was notified of an incident by a pharmacist from hospital. The doctor states that he had to revise a case of otosclerosis because the fluoroplastic loop material of the piston implant, which should have shape memory, opened up again. Surgeon states that this is the first of two cases this week with the same lot number. The facility indicated that there was no patient injury. Note: this MDR is for case 1 of 2. Case two is reported in a separate MDR.